Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient, the device displayed a "self-check fault" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The malfunction was duplicated and attributed to the device being out of calibration. The device was re-calibrated to resolve the malfunction. Reports of this nature are typically not considered to be medwatch reportable. The device operated to specification. Analysis of reports of this type has not identified an increase in trend.